Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 53 mg/dl. Customer consumed carbohydrates to treat low bg. Suspected cause was due to pump software not suspending insulin therapy. A system check was performed and pump was found to be working as intended.